Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device's battery charger is inoperable. The device was in use at the time of the event, with no impact to the patient.

Manufacturer narrative:
Previously reported on (B)(6) with MDR# 3003832357-2025-000532. Device investigation has taken place on (B)(6) with MDR# 3003832357-2025-000532.